Event description:
The customer's family member reported that pt was hospitalized for high bgs. The family member stated that they noticed blood in the cannula when family member pulled it out. A replacement pump was requested.